Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient activator was no longer working properly. There were no lights flashing when the patient was in atrial fibrillation. The patient had tried changing the batteries and the activator still did not work. The activator will be returned and replaced. No patient complications have been reported as a result of this event.